Event description:
A nurse reported leakage between the vent valve during a procedure. The case was able to be completed without harm to the patient. Additional information has been requested. This is the first of four reports for this facility.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).